Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that discordant glucose (gluh_3) patient sample test results were obtained from an atellica ch 930 analyzer. Test result data was not provided for evaluation. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced a dilution arm level sensor, resolving the issue. The cause of the discordant glucose (gluh_3) patient sample test results was a dilution arm level sensor failure. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Discordant glucose (gluh_3) patient test results were obtained on multiple patient samples from an atellica ch 930 analyzer. It is unknown if the discordant test results were reported to the physician(s). The same patient samples were repeated on the same analyzer. It is unknown if the repeat test results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glucose (gluh_3) patient sample test results.